Event description:
It was reported that this inflatable penile prosthesis exhibited fluid loss and air in the pump. The device was explanted and a new ipp was implanted. No patient complications were reported.